Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the event and the treatment was completed with a delay. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the exposure was not possible due to low disk space. Review of the error logs showed ippc image disk 2 related issues. Biomed checked the light on the hard drives of the ippc and found that hd3 led was off. After pressing the button to power the drive, the led turns on but then shut off when the button was released. Rse found the hard drive bay has failed. The philips field service engineer (fse) visited onsite and followed fco procedure to replace the disk bay in the ippc. Fse determined that the root of the problem was that the ippc's drive bay was not powering drive #2. This was producing storage issues. To resolve the issue fse replaced disk bay, and the drive #2 got power. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.